Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm. Reportedly, the customer had interacted with the pump within the 12 hour time frame the auto-off alarm was set to (the auto-off alarm occurs if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours). Additionally the pump shut down unexpectedly. Customer confirmed pump display turned on when plugged into a power source. There was no reported impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy.